Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic after receiving a patient notifier. The notifier was for the high voltage lead impedance gradually increasing to upper out of range measurements. The patient will continue to be monitored. The patient condition is good.